Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, autoimmune disorder, visibility/palpability, lymphadenopathy, other-ndr.

Event description:
Patient reported a right side "joint pain, tired, anemia, chest pain, stomach pain, back pain and shoulders, can¿t concentrate, cold intolerance, loss of libido, constant uti, vertigo, dry skin and rashes, anxiety, shortness of breath, loss of strength, heart palpitations, swollen lymph nodes, stomach issues, declined vision, inflammation of joints, metallic taste in their mouth, bilateral burning sensation around breast, hair loss, headaches, dizziness, over sensitivity to smells, sjogren¿s syndrome, auto immune disease symptoms or makers, and weight loss/weight gain." Device remains implanted.